Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing in a correct area and were unable to be shown at the station. A technical support specialist logged into station enterprise server and the enterprise server and confirmed that the device was communicating with the server as expected. The user profile was reviewed and found to be configured correctly. The patient profile was checked and identified as a temporary patient without a primary identification. Orders were observed to be sent successfully, but was associated with a previously discharged patient profile, which prevented visibility. The customer was advised to either readmit the discharged patient and reconcile with the temporary profile or create a new patient profile and resend the orders. The customer acknowledged the guidance, created a new profile, reconciled it with the patient, and was then able to view the patient information. The case was closed as the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not shown in the correct area and could not be displayed at the station. The customer stated that they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.